Event description:
Boston scientific received information that this patient underwent a device upgrade procedure and status post implant it was reported that the system exhibiting seven second pauses. The patient was pacer dependent. The lead impedances were reported within normal limits. This patient underwent a revision procedure and this product was explanted and replaced with a competitor's bipolar lead. No additional adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory there were set screw marks noted on the is-1 terminal pin, and the distal and proximal high voltage terminal pins. There were no discernable set screw marks were noted on the is-1 ring. The clear medical adhesive was torn/separated from the gore at the distal end of the proximal spring electrode and the proximal spring was stretched at this point. The lead passed electrical testing which indicates that this lead was electrically continuous. The clinical observations were unable to be reproduced or confirmed during laboratory analysis.